Manufacturer narrative:
The customer¿s report that the bifuse extension set broke apart (determined to be separated) was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set¿s separated tubing end observed trace of solvent along with a solvent ring away from the tubing end. Reddish/brown liquid was observed in the set¿s tubing. No other abnormalities were observed on the set during visual inspection. Due to the damage functional testing could not be performed. Dimensional analysis was performed on the set¿s tubing and mini y parallel connector output port. All measurements were found to be within specifications. The root cause of the bifuse extension set broke apart (determined to be separated) was not definitively determined.

Event description:
It was reported the bi-fuse extension set broke apart (photos provided by the customer). It was noticed when the patients relative picked up the patient. Although requested, no further patient or event information has been made available.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported the bifuse extension set broke apart (photos provided by the customer). It was noticed when the patient's aunt picked up the patient.